Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received with its white tray. The device was evaluated. When performing the visual inspection, it could be observed that the first plate was deployed, the suture was correctly attached to the device. The covering sleeve was removed to verify the presence of the second plate, it was found that it was attached to the needle. The red trigger was found in good condition. The deployed plate and a partial part of the suture that holds it, were found impregnated with foreign matter, presumably biological. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed. It was verified that the pusher shaft tip is sliding out completely from the applier needle. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on that only one plate was deployed and the suture was attached to the device, this complaint was not confirmed, there is no evidence that the knot could not have been tied, therefore, it is not possible to determine a root cause for the issue experienced by the customer. The foreign matter found in the plate and suture could have been related to procedural variables during procedure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure on (B)(6) 2023 the 2x truespan 24 degree peek devices had a knot issue (was loose). Another device was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). H4: the date of manufacture is unknown. E!: facility name: (B)(6).